Manufacturer narrative:
A polarstem modular head for 21000662 was reported as damaged or broken component. The complaint device was not returned for investigation. The product evaluation could therefore not be performed. The review of the complaint history showed one further complaint concerning a device of the same production batch, however the root cause could not be determined in this previous complaint. A review of the production documentation showed no deviations from the standard manufacturing procedure. Due to missing information concerning this complaint, the root cause could not be determined. If additional information will become available, the investigation will be reopened. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that the impactor broke while impacting head. All pieces were retrieved out from the wound. No backup device was needed. No delay reported.